Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturing report number (B)(4). The device was not returned for evaluation. As the device was not returned, no visual, functional or dimension testing was able to be performed. Imagery was provided by the complaint site and the following observations were made: the crimped valve appeared exposed through sheath. Two (2) struts appeared slightly bent outward at the inflow. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed the following complaints relating to the complaint codes below. This review was performed by taking the valve serial numbers from the related work order and verifying that there has been no other complaint associated with each serial number. No IFU/training deficiencies were identified. Although the complaint for frame damage was confirmed, a complaint history review is not required per as the issue has been previously identified in a pra, which captures root cause analysis for the issue. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint frame damage was confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'the commander delivery system was stuck after the partially expandable portion of the sheath, anatomically they were in common iliac artery. It was noticed that the esheath was damaged due to severe calcification of the vessel. It was decided to change the access from right femoral to left femoral. When the system was pulled out, a little frame damage was noticed as seen in the images provided.' Additionally, as noted, the patient's access vessel had severe calcification and moderate to severe tortuosity. The presence of calcification and tortuous access vessel can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts caught and tore the sheath shaft and resulted in the frame damage. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to investigate the cause and assess the risks associated with frame damage. To address the issue, a CAPA was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action, the occurrence rate did not exceed the march 2021 control limit for trend category 'valve damaged' for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did occur during this event. The pra remains applicable and no further action is required. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case, for the valve frame damage. The device is not available for return, but investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), valve frame damage was noted upon device removal. As reported by affiliates in (B)(6), during the 26mm sapien 3 ultra case in aortic position, by transfemoral approach in aortic position, difficulty was experienced when the esheath was inserted, so it was decided to pre-dilated the vessel with a 8mm balloon. It was tried to advance the delivery system with the valve without success, so the decision was to remove both the esheath and the valve. The delivery system was stuck in the partially expandable portion of the sheath at the level of the common iliac. It was noticed that the esheath was damaged due to severe calcification of the vessel. When the system was pulled out, a little frame damage was noticed. There were no patient injuries. It was decided to change the access (from right femoral, to left femoral) and a new kit was opened and successfully implanted. The procedure ended successfully, and patient outcome was good. As per medical opinion, the root cause of the event may have been calcium of the vessel.